Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient presented with an end-of-life (eol) that required a replacement of the implantable neurostimulator (ins) and a paddle lead (previously placed by another surgeon) with an MRI compatible ins/lead. The lead was at t5. It was reported that the patient stated they got good coverage so the new replacement paddle lead was placed at the same site (t5). The patient then got abdominal and rib coverage which resolved when the paddle lead was relocated to the top of t8.

Manufacturer narrative:
Main component of the system and other applicable components are: product ID 977c165, serial # (B)(4), implanted: (B)(6) 2016, product type lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was scheduled for a revision of the stimulation implant as the paddle was too high on the spine, so the patient was not reaching efficacy. They will revise the paddle to about 3 vertebrae levels down.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.